Event description:
Have not been able to access the port and only minimal ability to flush it. Pt taken to surgery and after further evaluation, the port was removed. During removal, it was noted the top had separated from the bottom. The connecting channel on the port is still connected to the venous access port catheter.